Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey2674 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " guide wire would not retract, when it did, it snagged inside the end of the catheter, blood running out, needle not retracting with button". No other information was provided.